Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had cracked at an unspecified location. This was noticed before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with the naked eye noted excess solvent on the main body. The reported condition was verified. The cause of the condition was determined to be excess solvent on the main body, which mostly occurred during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.